Manufacturer narrative:
A ge rep evaluated the system and gave the customer a repair quote for a new monitor, but no conclusion can be drawn as further repair info is not available.

Event description:
It was reported that the system would not display an image on the left monitor. No patient injury was reported.